Manufacturer narrative:
The complaint device was returned. Incoming visual inspection found that the knob was missing and the case was cracked as well as lifting off. Device evaluation identified broken screw posts on the case. The bottom and top covers were replaced. All parameter tests were all performed and passed. The cable, crystal, shake/rattle and final visual inspection passed as well. A root cause cannot be determined as there was no alleged malfunction; however, normal wear and tear most likely led to the casing issues. This type of event will continue to be monitored. Subsequent to the initial MDR, additional review of the hhe-2019-01 and hhe-2019-02 assessments have been conducted. The health care professional has concluded all fetal transducer products in relation to the resulted recall for both hhe's provided, do not qualify as reportable incidences; therefore, this malfunction should not have been submitted.

Manufacturer narrative:
The device has been received. The investigation is not yet complete; however, incoming visual inspection found that the case was broken and lifting away from the device. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
The device was returned for evaluation as the device serial number was listed on the recall advisory. There was no device malfunction nor adverse event reported; however, initial visual inspection identified that the case was broken and lifting away from the device.